Event description:
A customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry sample probe on unicel dxc 600 pro synchron clinical system was dripping fluid. No patient sample was run on the instrument on the day of the event. The customer was wearing ppe. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer checked the probe tubing, the syringe, and the tubing to the valve. The customer stopped, homed the system, and ran qc. The dripping from the probe continued. On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse found the reagent probe wash collar leaking, and reagent a vacuum valve was worn out. The fse replaced the vacuum valve. The fse verified the probes were clear, and realigned wash station. The fse performed cuvette wash with no errors or leaking observed. (B)(4).